Event description:
As reported: "procedure: I&d and head and [competitor] liner exchange. Pre-op diagnosis: septic vs. Aseptic loosening status post complex primary right total hip. No further information available per hospital". A 32 -4 biolox head was revised to a 32 biolox head with -2.5 sleeve. Spoke to rep. Patient was revised due to infection. Rep provided pre-revision x-rays and a usage sheet from the prior procedure and confirmed that no further information will be released by the hospital or surgeon. Update 08 october, 2019: review of the x-ray by a clinician confirms loose cemented stem.

Manufacturer narrative:
Corrected data: h4: manufacturing date was corrected from 05-sep-2019 to 13-nov-2018. Reported event: an event regarding infection involving a ceramic head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: provided x-ray confirms loose cemented stem. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: exeter v40 stem 35.5 mm; cat# 0580-1-351; lot# g7528341 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report. The following devices were also listed in this report: exeter v40 stem 35.5 mm; cat# 0580-1-351; lot# g7528341. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not available.

Event description:
As reported: "procedure: I&d and head and [competitor] liner exchange. Pre-op diagnosis: septic vs. Aseptic loosening status post complex primary right total hip. No further information available per hospital". A 32 -4 biolox head was revised to a 32 biolox head with -2.5 sleeve. Spoke to rep. Patient was revised due to infection. Rep provided pre-revision x-rays and a usage sheet from the prior procedure and confirmed that no further information will be released by the hospital or surgeon.